Event description:
Customer called to report high bgs. It wsa stated the high bgs were treated with a manual injection. Unit did not have an audible tone. The driver arms were loose. Also stated that the driver block was moving when the arms were engaged. Troubleshooting was performed. The insulin did not exit.